Event description:
Caller reports lancet is protruding from multiclix device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Manufacturer narrative:
The event occurred in (B)(4).

Event description:
It was reported that a pin was broken off and stuck inside the device therapy connector. The device would not be able to provide defibrillation therapy in the reported condition. There was no pt use associated with the event.